Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported disconnecting a supply bag and reattaching a new bag to the line during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check lines and bags alarm, a technical service representative (tsr) discovered that a home patient (hp) had swapped out a supply bag for a new supply bag during fill five of five of automated peritoneal dialysis (apd) therapy. The hp was connected at the time of the event. The tsr reviewed proper procedures with the hp, and assisted the hp with ending therapy. The hp planned on completing therapy using continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.